Event description:
Consumer reported needle clog during priming and during injection. He stated that there is no insulin flow. Consumer does not re-use. He was not able to provide the lot and product number. He stated that he is 95% blind and could not read the information from the box. He also said that he removed all of the tear drop labels from the needles and placed the needles into a separate container. His partner was able to read the lot number from an older box that he also had the same issue with. Lot #: 4023942. Catalog #: 320550. Date of event: unknown. Samples: discarded.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.